Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of biofilm, firm, warm, swelling, and lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in c5, ck 1/2 and c1/c6. Two weeks later, the patient was injected with juvéderm® volbella¿ with lidocaine in the tear troughs. Seven months later patient returned with a two week history of firm, warm, swelling in right tear trough and "? Biofilm" and a hard lump. Upon examination, physician found a firm hard mass in the right tear trough, as well as in the area of c5. Patient's gp prescribed antibiotics. The reporting healthcare professional treated with hyalase to tear trough, prednisolone, and erythromycin (2 weeks). Symptoms are improved but still ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00965 ((B)(4)). This MDR is being submitted for juvéderm® voluma¿ with lidocaine.